Event description:
In 2008, I was given a djo bone growth stimulator at the hosp before I checked out. My first cervical fusion was 1 year previous that did not "take". In 2009, I had a 3rd cervical type fusion that was done in the back of my neck, which I was told it was kind of a barbwire procedure. In 2010, I had an x-ray which showed a small bone spur growing from the vertebrae above my plate, which was a shock to me. With the chronic pain, I still have experienced to this day. A year later, the x-ray showed the bone spur which grew almost touching my plate. In 2012, my x-ray showed that it started to change shape. Yesterday (B)(6) 2013, I found out that my shoulder was growing a bone spur under the accronium. In 2008, I had a left rotator cuff surgery, which my a/c joint was cut, I am now looking at another surgery which will include my left shoulder and my neck to remove the bone spur. I wore the djo stimulater 8-10 hrs a day, the longer time was better which I was told. Due to that I have bone spurs in my shoulder and my neck. I have chronic pain since I had my 1st surgery. I am (B)(6), a mom of 5 kids, I have a special needs daughter also. This stimulator has ruined my life. Not for now, but for life. Date of use: (B)(6) 2007 - (B)(6) 2009.

Event description:
Add'l info received from MFR on (B)(6) 2013: when speaking with the initial reporter (as listed on the report), our quality employee initiating the review was able to determine this event did not involve a djo, llc device. Per the initial reporter the device was an "orthofix cervical stimulator". She was able to provide us with a serial number: (B)(4). (B)(6).